Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope displayed a bad video. There was no report of patient harm. The device was returned, evaluated, and there was a foreign object inside the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. It was found that a foggy image occurred due to damage on the charged coupled device unit. In addition to the foreign object inside the nozzle, other evaluation findings are as follows: the bending angle in the up direction and the play upward/downward knob were not within the standard value due to wear of the angle wire; the connecting tube had a peeling coat; the plastic distal end cover was dented; the adhesives around the light guide lens, and the objective lens were peeled; the light guide lens and the adhesive on the bending section cover were cracked; the air/water cylinder and the control unit were discolored; the upward/downward knob was corroded; a streak of flare appeared in the image due to the adhesive peeling around the objective lens; switch#4 was worn; the universal cord was sticky; the light guide bundle was slipping down; the suction connector and the control unit were dirty due to water leakage; the adhesive on the bending section cover had a crack and a white clouded area; switch#1 had a cut; switch#1 did not work due to damage; and there were scratches on the connecting tube, the protector of the universal cord on the suction connector side and the control section side, the suction connector, and the universal cord. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Based on the results of additional legal manufacturer investigation the foreign material in the nozzle was identified as cellulose fiber and organic silicone material. . The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function. Keep the air/water valve¿s hole covered with your finger. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Observe the palm of your hand using the wli and nbi endoscopic images. Confirm that light is output from the endoscope¿s distal end. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. Turn the up/down and right/left angulation control knobs slowly in each direction until they stop. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿.